Manufacturer narrative:
The pod expiration date was found to be incorrect. Correction to d(4): expiration date changed from 7/12/2026 to 7/12/2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) reached 311 mg/dl while wearing the pod between 1 and 4 hours. The pink slide insert was reported to have moved into the viewing window, indicating the needle mechanism deployed as intended during activation. Additionally, it was reported the patient felt "something" insert into the skin. When removed from the infusion site (abdomen) it was discovered the cannula had not deployed with the needle as intended during activation.